Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call failed battery test. Customer received a new battery cap and still had a failed battery test alarm. Troubleshooting for the failed battery test was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarm was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.